Manufacturer narrative:
(B)(4). Concomitant products: stent: xience xpedition (3.5x8, 3.25x15). Ticagrelor, aspirin. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The 3.25x15 xience xpedition stents referenced is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2014, a 3.5x8mm xience xpedition stent was successfully implanted in the left main (lm) coronary artery lesion and a 3.0x15mm, and 3.25x15mm xience xpedition stents were successfully implanted in the mid left anterior descending (lad) coronary artery lesion. On (B)(6) 2016, the patient was hospitalized for unstable angina and a positive stress test was noted. Restenosis was observed in all implanted xience xpedition stents. On (B)(6) 2016, another stent was implanted as treatment. On (B)(6) 2016, the event resolved without sequela. There was no additional information provided.